Event description:
Removal of endosseous dental implant. Implant was placed on 06/13/97 in site #4 (class iii bone) during a highly complex procedure due to a narrow ridge and a low sinus floor in which bone augmentation was performed using autogenous bone and a non-resorbable membrane. A provisional denture was used to temporize the site. The clinician reports that the reason for implant failure is due to the soft reline of the denture was not relieved at the site of the failed implant. The patient felt a "tug" upon implant removal and the reline must have gotten into the undercut of the implant. The implant was removed on 07/14/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.